Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter addr 1, initial reporter city a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had error message "error calling api". The technical support specialist (tss) created pi 57303 to track an issue where registered pharmacist verify was throwing the error "failure invalid sitedbid 6422." The case was closed with the understanding that the issue would be monitored and addressed through the pi. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower was unable to use rx verify to request a medication. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower was unable to use rx verify to request a medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.